Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples on a dimension exl with lm instrument. One patient sample was diluted. The discordant ca results were not reported to the physician(s). The samples were repeated on the same instrument and the repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After instrument and instrument data evaluation, the cse replaced the flush lead screw syringe and valves. The cse also checked the sample probe and drain condition. The cause of the discordant calcium results is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.